Manufacturer narrative:
(B)(4): the device returned date was documented as feb 1, 2016 in the initial report. The device returned date has been updated as jan 25, 2016. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that it was discovered that there was corrosion present on the flex circuit and motor. The assignable root cause was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was not working and displayed and e8 error code. It was also noted that the device had sat out for an hour before use and immediately after being plugged in the error message appeared. The device was then connected to a second console device and the same result was experienced. The event was not reported to have occurred during surgery. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The initial report stated that the malfunction was an e8 error code. Upon further review, it was determined that the malfunction was an e6 error code. If additional information should become available, a supplemental medwatch report will be submitted accordingly.